Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The pump was visually and microscopically examined, identifying the kink resistant tubing (krt) was curt down to the pump block and not returned for analysis. There were no leaks found. Upon functional testing, the pump performed within specification. Based on the information available and analysis results, the reported allegation of pump dimpling was not able to be confirmed.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Upon testing of the device, it was seen that the pump was dimpling. Troubleshooting was performed to no avail. Two weeks later, a revision surgery was performed in which the existing pump was removed and replaced. There were no patient complications. Following the procedure, the patient was retrained on the correct use of the ipp.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Upon testing of the device, it was seen that the pump was dimpling. Troubleshooting was performed to no avail. Two weeks later, a revision surgery was performed in which the existing pump was removed and replaced. There were no patient complications. Following the procedure, the patient was retrained on the correct use of the ipp.